Event description:
Customer reported s. Aureus isolates oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the synergies plus pos type 2 panel and oxacillin-resistant results on secondary method that were also performed for the clinical isolate. The results were not reported to the physician. No reports of adverse health consequences associated with the discrepant result being obtained. The cause of the oxacillin susceptible results is unk.

Manufacturer narrative:
Eval: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results - in-house testing confirmed discrepant results. Conclusions - product is within performance claims. The cause of the oxacillin susceptible results is unk.